Event description:
Reporter noted corneal burns occurred during first phase of phaco with three patients. Felt the tip sleeve was too soft, obstructing irrigation flow. All patients have post of visual acuity of 9/10 and 10/10. Patient 1 of 3: no intervention reported.